Event description:
It was reported that the patient forgot to charge their implant about two years ago, resulting in the device shutting off. The patient then realized they no longer needed the therapy as their tremors were nonexistent. Consequently, the patient allowed the device to remain completely inactive for approximately two years without experiencing any issues. Upon contacting the doctor's office, the patient was advised not to recharge or turn the device back on, as the existing settings could potentially cause damage, necessitating a reprogramming to start over. The patient inquired about the safety of getting a tattoo on their chest over the location of the stimulator pack. The agent reviewed the tattoo guidelines with the patient.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.